Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, minor scratches on display window and cracked case near the display window corners noted during our visual inspection.

Event description:
It was reported, the customer received a motor error alarm. It was also found the customer's insulin pump was not delivering. Customer's blood glucose was 185 mg/dl. It was also found the customer was able complete the rewind sequence on their insulin pump. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.